Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total knee revision procedure, after 2nd pass the device's needle became dull and bent, then suture broke. This happened twice during the case. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.